Event description:
Info was received on 23-apr-2004, from a pt, with a history of arthritis, pain and stiffness in both knees, "degeneration arthritis, urinary problems," and no known allergy to chicken or egg proteins, who experienced increased pain and stiffness in both knees. The pt had not received any type of viscosupplementation prior to synvisc. Pt began treatment with synvisc in 2004. The pt received a series of three synvisc injections in each knee, one week apart, for three weeks in 2004. Pt stated that the pain and stiffness in both knees worsened following each synvisc injection. One month ago (march 2004), the pt was seen by the physician who had administered the synvisc injections and the pt reported the increased pain and stiffness to the physician at the time. The physician told the pt, "we just found out that synvisc causes stiffness." The pt was treated with a cortisone injection in each knee. At the time of this report, the pt described the pain and stiffness in each knee as "better, but pt still felt like the pain and stiffness were worse than before synvisc."